Event description:
It was reported that "while removing trio connector, the tip of the torque wrench was broken off in the set screw due to excess bone growth around the rod and ball ring. After the tip broke, the doctor put a driver in the screw post and backed the screw out."

Manufacturer narrative:
Na